Manufacturer narrative:
On (B)(6) 2016 02:27 pm (gmt-4:00) added by (B)(6) ((B)(4)): this is a reusable OEM device; therefore, a lot history review is not applicable. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use were observed. The adapter was broken at the jacket/collar of the 4 pin connector. The distal jacket remained attached, however, the proximal jacket was not returned. No other non-conformance was observed. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed. The most probable cause is breakage of device during disconnection from the hemopro 2 cord. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 adaptor broke at the connector. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 adaptor broke at the connector. A replacement device was used to complete the procedure. The hospital did not report any patient effects.